Event description:
Arm/ of the davinci machine would not release the instrument. The assistant tried to remove the instrument and the instrument shipped, causing a superficial laceration of the liver. Cautery was used to stop the bleeding. I came by yesterday to look at arm 1 for instruments sticking when trying to be remove them. I had my instruments sticking a little bit on arm 1 also. I found three of the plunger pin holders had come unscrewed about halfway. Which was causing the instruments to be released at an angle and that was causing them to stick when being released. After tightening down the plunger pin holders my instruments came out very smoothly with no sticking. I'm not sure if the problem they had on monday was entirely caused by the plunger pins being backed out or a combination of the pins and maybe a bad sterile adapter.